Event description:
The customer reported a broken display. Philips could not establish whether the device was dropped or if it fell.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.